Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardiac monitor was under-sensing during sleep. The patient was brought into the clinic and the device was preprogrammed. The patient was in stable condition.